Event description:
Product complaint: amplion customer support received a complaint on (B)(6) 2022 from a customer site, regarding emergency alarms, stat assist and code blue, that did not activate on the patient station in a patient room when pressed. Event review: the event occurred in room 209, which contains bed 209-a and bed 209-b. There is an individual patient station installed in the room for each bed on the headwall. A patient was assigned to bed 209-b on the date of the event. A patient was not assigned to bed 209-a. The staff at the site reported attempting to call a stat assist for 209-b at 11:24 pm central time. The alarm did not activate. The code blue button was pushed at the same time in the room, which did not activate. Smart room controller (src) logs show no entry for stat assist on 209-b. Staff reported calling a stat assist at 11:24 pm from the nurse's station via the phone. The stat assist button located on the keypad of the patient station for bed 209-a was also pressed. Staff responded to the alarm. Smart room controller (src) logs confirm that the stat assist was pressed using the patient station for 209-a. The nurse call software is configured to send the emergency alarm to appropriate staff for the assigned patient bed for that room. Reporting within the nurse call software confirmed the alert posted to the clinical dashboard and was sent to multiple staff (21 handheld phones were notified). Site representatives stated the patient was stabilized and site leadership chose to leave the patient in the room. Cause: during the initial complaint phone call, amplion customer support via phone, worked with the site's charge nurse to test both 209-b and 209-a patient stations.the patient station for 209-a registered both stat assist and code blue button presses successfully during testing. The patient station for bed 209-b did not initiate stat assist or code blue during testing. The buttons and leds showed no response for bed status, cancel, or emergency alarms (stat assist and code blue). The patient station is designed with a persistent illuminated led on the faceplate to indicate the bed status. Normal use of the systm includes user interaction with the patient station when changing the status of the bed (e.g., occupied, out of service, available); noting the presence of absence of the bed status led during this interactions provides a visual cue to the user as to whether the deivce is powered and functioning properly. A test for nurse call 209-b triggered via the pillow speaker was successful. Amplion customer support followed up with further testing with a site representative. Another device, the bed input station was found to be physically damaged, including missing the faceplate. The bed input station was determined not to be a contributing factor in the event. Solution: amplion customer support requested replacing the patient station and bed input station for 209-b. Both devices were replaced, and full functionality was verified with site representatives and via smart room controller logs. Amplion customer support requested the failed devices (B)(6) be returned to amplion for failure analysis. No serial number was available for notation on the bed input station as the faceplate was missing. To date, neither device has been returned to amplion.